Event description:
It was reported that the patient's implantable neurostimulator turned itself off. The patient experienced a return of shaking on the right side of their body and turned on the left stimulator and experienced a shocking sensation and a backache. The patient expressed feeling the shocking sensation on the rods in their back. It was also reported that the shocks caused the patient to sleep for 2 1/2 hours. Additionally, it was reported that the patient had the sensation of surging energy when their head was turned a certain way and when going through store security. The patient had suffered a fall from tripping on a footstool 4-5 months approx in early 2009. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer's report #3004209178-2009-02817.